Event description:
Customer called to report the insulin pump alarmed for no delivery during the cannula filling process. The customer rewound and primed 3 more times and received the same alarm each time. Troubleshooting was performed. Continuous alarms occurred during the manual prime process. Insulin never exited during the priming process. Disconnected and reconnected reservoir and infusion set at the tubing connector. Attempted to push insulin through the tubing. Insulin did not exit with the plunger push and there is greater than normal resistance. Explained to customer that the alarm was caused by the infusion set and reservoir connection. Advised to replace infusion set and reservoir. Infusion set and reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran an occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed an infusion set and catheter tip test. Conclusion: the reservoir was not occluded.